Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted pump. The reporter was not aware of the type of baclofen or the lot number. The indication for use was multiple sclerosis and intractable spasticity. The patient had ms (multiple sclerosis) since 1987. Regarding the pump programming, the patient received 2 boluses at 7 am and 7 pm which were distributed throughout the day. The reporter thought the concentration was 300 "something" mcg. The concentration used to be as high as 500 "something" mcg. In (B)(6) 2015, the patient experienced severe withdrawal reaction from baclofen with spastic arms that flailed. The patient went to see the hcp who could not access the pump port. On (B)(6) 2015, the patient underwent surgery because the pump flipped one time. The pump was repositioned and "really adhered" to the patient's right abdominal wall during surgery and was "tight." The pump was not replaced due to the flipping; the existing pump was secured during surgery. Other medications the patient was taking at the time of the event, baclofen drug information, diagnostics and the cause of the pump flipping not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp). Additional patient medications included oral baclofen and tizanidine as needed. Patient medical history included multiple sclerosis and allergy to penicillin. As of (B)(6) 2015 the pump delivered compounded baclofen 2000mcg/ml. Discrepant information was received regarding the dose at this time as both doses of 381.1mcg/day and 519mcg/day were reported. On (B)(6) 2015 an x-ray was taken of the kidneys, ureters, and bladder (kub), anteroposterior (ap), and lateral; results were normal. An attempt was made to access the pump reservoir; it was unclear if the attempt was successful or not. A fluoroscopy study was performed and confirmed that the pump was flipped. On (B)(6) 2015 the pump was surgically placed correctly; the pump was turned to the correct position. The patient had reported feeling like that pump had moved and experienced episodic baclofen withdrawal symptoms. Per the hcp, the cause of the pump flipping in the pocket was that the pump had previously been moved more toward the midline to decrease the risk of the pump hitting the iliac crest while the patient was sitting, which caused the pump to twist and turn.